Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Evaluation of the photographs showed normal spray pattern on the tube wall. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the device experienced discolored / abnormal additive form. This event occurred 100 times. "Some 8ml tubes are with inner walls presenting "white stains". Customer believes it regards the clotting activator, but reports it's not usual to find this aspect in them. Beyond this, no further variation has been observed.